Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown access one-link set had no flow of an unknown medication. After this occurred the line was re-primed and infusion was completed. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.